Manufacturer narrative:
One cardiomems patient electronics system power supply were returned. Visual inspection of returned power supply cord revealed frayed/exposed wires. Software evaluation was not possible with material returned. Unit was not powered on using returned power supply due to frayed wires. The field reported event of of fraying/exposed wires on the power supply was confirmed. Root cause concluded to be physicial damage.

Event description:
The patient reported exposed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.